Event description:
Customer reported via phone, the insulin pump had alarming no delivery. Customer's blood glucose was 233 mg/dl. Customer reported the alarm was resolved by a complete set change. Troubleshooting was not performed as customer was reporting a past event, unable to determine what occlusion caused the insulin pump to alarm. Customer is returning the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.